Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of recurring erectile dysfunction. Upon revision, fluid loss and a fracture in the right tubing coming off the pump were identified. Consequently, all the components were removed and replaced. No additional patient complications were reported.